Manufacturer narrative:
The device was not returned for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned data were inspected. The device documented a reset on september 13, 2024. The recorded episodes showed a complete loss of signal after this date, presumably caused by the reported external cardioversion. In general, the device is protected against the high voltage discharge during an external cardioversion but depending on the position of the external cardioversion electrodes and individual patient circumstances a damage of the electronic module cannot be excluded. In summary, the review of the quality documents confirmed a regular device manufacturing. The returned data confirmed the clinical observation. The root cause of these observations was not determinable. However, it cannot be excluded that the reported cardioversion damaged the device.

Event description:
This device was explanted due to loss of signal after patient had a cardioversion. Should additional information be received this file will be updated.

Event description:
This device was explanted due to loss of signal after patient had a cardioversion. Should additional information be received this file will be updated.